Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have asthma, eyes feeling congested, and overall congestion. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient alleges to have asthma, eyes feeling congested, and overall congestion, and states the device allegedly has a strange odor. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Observed no odor coming from the device. Observed a foreign object inside the blower box not consistent with anything in the airpath. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam. In this report, section d9, g3, h3, h6 has been updated.